Event description:
It was reported that during the device changeout, the right atrial (ra) lead had shown failure to sense, low pacing impedance and intermittent capture. Additionally, after an inspection of the lead, there was a tear in the insulation. The tear was repaired and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0157 lead, (B)(6) 2010. (B)(4).